Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a low blood glucose and had called in emergency room. Customer's blood glucose value was 3.1 mmol/l. Customer stated that the reservoir lip ring was crack and piece broke off and reservoir able to lock in place when inserted into insulin pump. The customer was treated with glucagon. The device will not be returned for analysis.